Manufacturer narrative:
(B)(4). Evaluation results: root cause of event is undetermined. Eval conclusion: unk why physician reported the event as device functioned normally during evaluation analysis. Evaluation summary: the device was returned to medtronic galway for evaluation. A clear, hardened substance was present inside the inflation lumen. No further damage was noted. There was no blood present in the balloon or the inflation lumen which is indicative of a balloon or shaft leak. The device functioned normally throughout the laboratory analysis, with no leak detected.

Event description:
The physician was attempting to deploy a 1.5 mm diameter x 10mm length sprinter over the wire (otw) balloon dilatation catheter to diffuse a lesion proximal to the middle of the anterior descending artery in a patient. It was reported that some of the vessels were severely calcified and exhibited greater than 95% stenosis. After repeated attempts through the guide wire, the balloon arrived at the lesion. However, when the balloon passed the lesion, the physician found the balloon leakage. No patient injury occurred and no clinical sequelae were reported.